Event description:
It was reported that the fox plus balloon catheter was prepared according to the instructions for use and advanced without resistance to the restenosed, mildly calcified arterio-venous fistula target lesion in the upper extremity. The fox plus balloon ruptured and separated with the first inflation at 16 atmospheres. The non-abbott guidewire and the fox plus were pulled into the 6 french sheath as a single unit. Once inside the sheath, the sheath, guidewire, and fox plus were removed from the patient as a single unit. The separated segment of the fox plus remained inside the sheath and was discarded by the customer. A non-abbott balloon was then used to dilate the fistula. There were no adverse patient effects. There was no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture and separation were able to be confirmed. Based on a visual analysis and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.